Event description:
It was reported that the 9800 system presented a collimator iris too large error after the case was completed. It was noted that this happened 30 minutes after they left the room. The system required reboot to clear, however, another system was used for the next case. There was no report of pt injury.

Manufacturer narrative:
No additional info at this time. When additional info is provided, it will be reported as required.